Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked and bleeding lcd glass, and minor scratches on display window noted. No crack on window display noted.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer's mother stated that son was playing baseball and cracked the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.